Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample from the reported lot number was provided. During the visual evaluation, blood was visible within the dialyzer, on the outside of the fibers. The dialyzer was subjected to a bubble point test. A leak was noted at approximately 20°, with the dialysate ports situated at 0°, on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a fiber fragment was noted at the same location as the leak and measured approximately 0.15 mm in length from the base of the polyurethane (pu) surface. An opposing end could not be identified. There was no other damage or irregularities noted. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the manager clarified that the blood leak occurred 5 minutes into the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually seen on the arterial side of the dialyzer. The machine, a fresenius 2008t machine did alarm properly with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the manager clarified that the blood leak occurred 5 minutes into the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually seen on the arterial side of the dialyzer. The machine, a fresenius 2008t machine did alarm properly with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer.the treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.